Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,g1,h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight defect, charged coupled device (ccd) fluid invasion, and ccd halation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (image flickers), and cause traced to component failure (cable watertight defect, charged coupled device (ccd) fluid invasion, ccd halation). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the subject device flickered. There were no reports of patient involvement.